Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information

Event description:
It was reported that on (B)(4) 2015, the patient underwent a coronary procedure to treat a target lesion in the mildly calcified and tortuous proximal circumflex artery. An unspecified mini trek was advanced to the target site and pre-dilatation was performed. A 3.0 x 12 mm nc trek was then advanced to the target lesion; however, the device was unable to cross and was removed from the patient anatomy. During removal from the anatomy, the nc trek shaft broke at a location outside the guide catheter. The separated segment of the dilatation catheter was removed with the guide wire. A 2.0 x 12 mm non-abbott dilatation catheter and a 3.0 x 15 mm non-abbott dilatation catheter were then used for pre-dilatation. A non-abbott stent was implanted. There were no adverse patient effects and no clinically significant delay. Additional information has been requested.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received, indicating that the nc trek dilatation catheter was advanced over a sion guide wire. During advancement attempts, the nc trek dilatation catheter was kinked. After the nc trek shaft separated, the sion guide wire was also removed, as it was thought that the guide wire may have been damaged when the nc trek separated. No damage was noted to the sion guide wire; however, an inspection of the guide wire was not made after removal. No additional information was requested.